Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that the (B)(6) female patient with pre-existing condition of diabetes, pancreatic cancer had a rue PICC placement procedure. During this procedure, the tip of the wire fractured and detached inside of patient's right subclavian vein. A snare was used to retrieve the wire tip. No additional information was provided regarding patient outcome.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the manufacturing instructions, quality control, and specifications of the device were conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.